Event description:
It was reported that the ventilator alarmed when it was turned on. There was no error code or message displayed. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed when it was turned on. There was no error code or message displayed. The customer later contacted our company stating that no service would be requested. No parts or logs were returned for investigation. Since no parts, logs, or other information have been provided, it has not been possible to investigate this complaint. The root cause could not be established as a result of the lack of goods or information.

Event description:
(B)(4).